Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump lost power twice the previous week. The patient stated that he was able to power the pump back on and continue insulin pump therapy. The patient reported blood glucose (bg) around 300 mg/dl with no signs or symptoms of hyperglycemia. The patient confirmed that there was no damage to the pump casing and the battery cap secures to the pump properly with no yellow o-ring showing. The patient denied the presence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box shows no evidence of power on resets. The pump has audible and vibratory sounds upon powering up. The battery compartment and the returned battery cap were found free of damage. No issues when attaching the returned battery cap to the pump; the yellow o ring is not visible. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. Removal of the pump cover showed no evidence of moisture or damage to the pcb or internal components. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.